Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports the PICC line was placed along the inner thigh. There is linear erythema streaking along the inner thigh along the probable course of the saphenous vein. Line not d/c. The customer further states that antibiotics were started and cultures were drawn. The antibiotics were stopped after 48 hours.